Event description:
Reference number (B)(4). Event occurred in the united states. On 30th sep 2024, patient reported infusion set tubing was kinked. The infusion set was on use for less than a day. Issue did not cause the customer's bg to exceed. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.